Event description:
The reported feedback suggests that there is a connection issue.

Manufacturer narrative:
One 2420-0007 sample from lot 19103214 was received for investigation in opened packaging; residual fluid was present in the line. Manipulation of the sample confirmed the customer's experience as the tubing separated at the joint of the upper silicone pumping segment; some residual solvent was visible on the tubing of the affected joint. Device history record for model 2420-0007 lot 19103214 was manufactured, on october 23rd, 2019 for 23,043 pcs. There were no qn¿s (quality notification) issued during manufacturing of this lot for the failure mode reported. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed the root cause of the customer's experience is likely to be that an inconsistent amount of solvent had been applied to the joint during the assembly process; this is a manual process and is likely to have occurred due to human error. A review of the production records for lot 19103214 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although this is considered to be a rare occurrence, the manufacturing site are initiating some improvement actions to the maintenance protocols of the solvent dispenser's. Furthermore the quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 2420-0007 product in the international market.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The reported feedback suggests that there is a connection issue.